Event description:
Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" j am coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) female patient was treated with 3 cypher stents in the left anterior descending artery, after presenting with stable angina pectoris. (B)(6) later, the patient presented with repeat occlusion. The patient subsequently died and autopsy findings indicate a localized hypersensitivity reaction and stent malposition secondary to excessive fibrin.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00468 and 3003742446-2011-00469. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received from the literature review states that this patient suffered stent thrombosis, stent malapposition and multiple events of coronary restenosis post (B)(4) stent implantation. Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" j am coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) female patient was treated with 3 cypher stents in the left anterior descending artery, after presenting with stable angina pectoris. Some 36 months later, the patient presented with repeat occlusion. The patient subsequently died and autopsy findings indicate a localized hypersensitivity reaction and stent malapposition secondary to excessive fibrin. Additional information was received as follows: the sizes of the cypher stents were 3.0 x 23mm, 3.5 x 23mm and 3.0 x 18mm. The initial cypher stent, 3.0 x 23mm, was implanted for restenosis of an unknown bare metal stent in the left anterior descending artery. Approximately a month later, a second cypher stent, 3.5 x 23mm, was implanted for in-stent restenosis of the initially implanted cypher. This stent was implanted proximal to the initial cypher, overlapping it. It was also noted that the patient had restenosis of the first cypher stent approximately six months post index procedure. As the second stent was overlapping the first, the restenosis will also be captured to the second cypher stent. Approximately eleven months later, a third cypher stent, 3.0 x 18mm, was implanted for in-stent restenosis of the previously implanted cypher stents. This stent was implanted distal to the first cypher stent, but there was overlap with the first and second cypher stents. Approximately two years and five months post index procedure, the patient underwent balloon angioplasty for treatment of in-stent restenosis of the second cypher stent. As all three stents were overlapping, the restenosis will be captured to all stents. Approximately two years and seven months post index procedure, the patent underwent balloon angioplasty for treatment of in-stent restenosis of the third cypher stent. As all three stents were overlapping, the restenosis will be captured to all stents. Approximately two years and nine months post index procedure, the patient showed repeat in-stent restenosis of the third cypher stent and finally underwent bypass grafting. As all three stents were overlapping, the restenosis will be captured to all stents. Also noted, the patient did not die. The stents were surgically removed approximately two years and eight months post index procedure. The stents are not available for analysis. There was no sterile lot number information available thus no DHR reviews could be performed. Thrombotic events, incomplete stent wall apposition, and restenosis are known potential adverse events associated with cypher stent implantation procedures. These three potential events often occur simultaneously. The cypher IFU cautions that the period of antiplatelet administration must be prolonged or shortened appropriately depending on each patient's condition. Furthermore, follow-ups must be continued even after the administration is terminated to consider the restart of the antiplatelet administration depending on the necessity. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of "cul-de-sac" formation with blood-flow stagnation that can predispose the patient to stent thrombosis. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. One of the predictors of very late stent thrombosis is stent overlap. Stent overlapping may increase the likelihood of subsequent stent strut malapposition and risk of thrombosis. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Based on the limited information provided, there are possible patient, vessel, and procedural factors that may have contributed to this event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00467, 3003742446-2011-00468 and 3003742446-2011-00469.

Manufacturer narrative:
Additional information was received as follows: the sizes of the cypher stents were 3.0 x 23mm, 3.5 x 23mm and 3.0 x 18mm. The initial cypher stent, 3.0 x 23mm, was implanted for restenosis of an unknown bare metal stent in the left anterior descending artery. Approximately a month later, a second cypher stent, 3.5 x 23mm, was implanted for in-stent restenosis of the initially implanted cypher. This stent was implanted proximal to the initial cypher, overlapping it. It was also noted that the patient had restenosis of the first cypher stent approximately six months post index procedure. As the second stent was overlapping the first, the restenosis will also be captured to the second cypher stent. Approximately eleven months later, a third cypher stent, 3.0 x 18mm, was implanted for in-stent restenosis of the previously implanted cypher stents. This stent was implanted distal to the first cypher stent, but there was overlap with the first and second cypher stents. Approximately two years and five months post index procedure, the patient underwent balloon angioplasty for treatment of in-stent restenosis of the second cypher stent. As all three stents were overlapping, the restenosis will be captured to all stents. Approximately two years and seven months post index procedure, the patent underwent balloon angioplasty for treatment of in-stent restenosis of the third cypher stent. As all three stents were overlapping, the restenosis will be captured to all stents. Approximately two years and nine months post index procedure, the patient showed repeat in-stent restenosis of the third cypher stent and finally underwent bypass grafting. As all three stents were overlapping, the restenosis will be captured to all stents. Also noted, the patient did not die. The stents were surgically removed approximately two years and eight months post index procedure. Based on the additional information that was received, this event is not being reported as a death, but instead, as a serious injury. (B)(4). This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00467, 3003742446-2011-00468 and 3003742446-2011-00469. Additional information will be submitted upon 30 days of receipt.